Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse went on-site and replaced the personality module surgeon console (pmsc) and the high resolution stereoscopic viewer (hrsv) on the system. The system was tested and verified as ready for use. Failure analysis received the pmsc and confirmed but did not replicate the reported issue. The pmsc was installed and tested on the test system. The system started up with good image in both eyes. The test system was run for 20 power cycles, all passed with a good image. The unit remained on the test system for 4 hours in normal mode, and it performed without any problem. The hrsv was also received for failure analysis, however the testing has not been completed at this time. A follow-up MDR will be submitted to report the failure analysis results of the hrsv. No image or video clip for the reported event was submitted for review. A site complaint history review was performed and no related complaints were found for this product. The isi technical service engineer (tse) reviewed system logs during the initial troubleshooting, and found errors that confirmed the reported issue. Based on the information provided at this time, this complaint is being classified as a reportable event due to the left eye of the surgeon side console (ssc) being black and not resolved through troubleshooting. Although there was no patient injury and the surgeon was able to continue with the procedure by using one eye of the ssc, if this failure were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure that the customer had issues with the left eye in the surgeon side console (ssc). Prior to calling technical support, the reporter stated that two different endoscopes had been tried. The left eye remained black even after power cycling the ssc, cycling the breaker, and reconnecting the output cables. The customer chose to continue the procedure using only one eye. The procedure was completed with no patient harm. The technical support engineer (tse) reviewed system logs and identified error 48221 related to the endoscope. Intuitive surgical, inc. (Isi) followed up with the initial reporter, who was present during the procedure, to request further information. The reporter confirmed that the procedure was completed and there was no patient harm. However, no additional details were available.

Manufacturer narrative:
D02 - the failure analysis for the high resolution stereoscopic viewer (hrsv) confirmed it had no video image and had electrical and fiberoptic defects. The root cause of the failure is a component failure.

Event description:
Refer to h10/h11 for follow-up information.